Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 19-20mm diameter abdominal aortic aneurysm. It was reported that after a smooth index procedure, the post-operative imaging identified severe stent graft leakage which was determined to be stent graft membrane leakage. Per the physician, the cause of the event was graft stent membrane leakage. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.